Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformities were identified. Additional information: g1. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Investigation summary ==> the lot/batch was not provided; therefore, the manufacturing record evaluation could not be completed. Device history lot ==> the product met specifications per the manufacturing record evaluation review for the finished device mkg226, rmc-pcdl1, and no nonconformances were identified. Date of mfg.:12-04-18, expiration date:08-31-20. Wayers 03-12-2020. Device history batch ==> n/a. Device history review ==> n/a.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and the mesh was implanted. It was reported that during the procedure, the surgeon needed to adjust the device for the exact measure of the evisceration. It was reported that after several attempts for the fixation of the device, the surgeon noticed that the two sheets of the prosthesis were split. It was also reported that fixation of the device was with non-absorbable thread and absorbable staples.